Event description:
Mother of (B)(6) year old son. Her son had a fluoride treatment yesterday using dlish - vanilla cupcake. Her son swallowed the varnish instead of spitting it out. Mother took a photo of the varnish box just in case, containing lot# and product info. He has been vomiting all day and has not gone to the bathroom. Her dr. Recommended seeking medical attention (ER). We agreed, to address any dehydration concerns. She stated that after doing some research online he has symptoms of "fluoride something" which included vomiting and headaches. Son does not have any underlying health issues. Son does not have any allergies that she is aware of. Son has not been in any environments out of the ordinary. Son has not had any insect bites. 03/09/2020 - update: spoke with the mother at 9:25am. She did seek medical attention for her son. The dr. Determined it was not related to fluoride. He vomited for a total of 12hours and symptoms subsided after the dr. Prescribed zofran.